Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 10 minutes after starting treatment with a polyflux 140h, the patient experienced chest tightness and ¿uncomfort in heart¿. Medical intervention consisted of dexamethasone (10 mg), glucose injection (20 ml) and oxygen. It was further reported that 20 min after the symptoms appeared, treatment was temporarily stopped. The blood pressure was measured to be 173/56 mmhg. After an additional 30 minutes, treatment was restarted. No additional information is available.